Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, there was a pump stop. Attempts to manually restart the pump were unsuccessful. A new automated impella controller (aic) was attempted to no avail. The pump was removed. This complaint was created to document the change in consoles. There was no patient harm.